Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord caught on fire. A boston scientific company representative discussed that the patient needs to call in and explain the event. The health care professional (hcp) ordered a new communicator but may call back to cancel as the patient was scheduled for a change-out. The communicator power cord was deactivated. No adverse patient effects were reported. The communicator power cord was no longer in service.